Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that a drawer failed and was not detected on the bus, even after rebooted the station and attempted to recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) confirmed pockets were not being detected on the bus. Entered hardware test application (hta), pockets were successfully detected and station startup was initiated. All pockets were automatically recovered. The system functioned as intended after the field service engineer tested the device.